Manufacturer narrative:
Blocks b5 and h6 (patient codes) have been updated with the additional information received on august 16, 2021. Block g2: (B)(4) axios for gallbladder drainage ide clinical study. Block h6: medical device problem code a010402 captures the reportable event of stent migrated. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was discarded; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 04, 2021 that a hot axios stent was implanted transgastic to the gallbladder to treat acute cholecystitis on (B)(6) 2021 as part of the (B)(4) axios for gallbladder drainage ide clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2021. Drainage was visualized through stent and fluoroscopically. There was dilation of the axios stent up to 6mm. On (B)(6) 2021, a per protocol stent removal procedure was performed. During the procedure, stent migration into the gallbladder and mucosal injury were noted. There was no reported intervention performed to address the mucosal injury. The stent was removed using graspers and double pigtail stents were placed. In the physician's assessment, the mucosal injury was related to the axios stent. Additional information received on august 16, 2021. On (B)(6) 2021, minor bleeding was also noted. In the physician's assessment, the mucosal injury/minor bleeding has causal relationship to the axios stent.

Manufacturer narrative:
92147168 axios for gallbladder drainage ide clinical study. (B)(4). The complainant indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 04, 2021 that a hot axios stent was implanted transgastic to the gallbladder to treat acute cholecystitis on (B)(6) 2021 as part of the 92147168 axios for gallbladder drainage ide clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2021. Drainage was visualized through stent and fluoroscopically. There was dilation of the axios stent up to 6mm. On (B)(6) 2021, a per protocol stent removal procedure was performed. During the procedure, stent migration into the gallbladder and mucosal injury were noted. There was no reported intervention performed to address the mucosal injury. The stent was removed using graspers and double pigtail stents were placed. In the physician's assessment, the mucosal injury was related to the axios stent.